Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced event of insulin flow block at the site on (B)(6) 2024. The event occurred after 3 or more hours of insertion. The insertion site was at the abdomen. The blood was observed at the site. No further information was available.